Event description:
A surgeon reported that there was poor actuation of the probe during a retina surgery. The issue was solved after replacing the product with another one and the procedure was completed without consequences to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).